Manufacturer narrative:
Unit received was not stuck in the manufacturing mode. Insulin pump was received with minor scratched lcd window, scratched case, and pillowing keypad overlay. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Pump error alarm found in the insulin pump history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a software error detected. The customer's blood glucose level was 8.3 mmol/l. No further information was given. The device will be returned for analysis.